Manufacturer narrative:
B3: unknown; no information has been provided to date. D4: primary di number is unknown. G4: FDA premarket submission number is unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. No issues were found in the event history log. Functional testing found that the pump goes into "downstream occlusion" alarm immediately after one motor rotation. Service history identified the complaint may be related to a previous service of the device within the review period. The investigation determined that the pump's downstream occlusion (dso) sensor was faulty. The dso sensor, dso seal and dso bezel was all replaced.

Event description:
It was reported that the downstream occlusion alarm was beeping continuously. There was unknown patient involvement. No patient harm/adverse event was reported.